Event description:
A customer obtained an erroneously normal tsh result for one patient.subsequent testing produced results above the normal reference range which better matched the patient's expected value. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and system information has not been supplied. A field service engineer (fse) was dispatched: a) the fse verified hardware and did not note any hardware issues in connection with this event. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.